Event description:
It is reported that the poly piece attached to the base of the tibial implant was loose and would not stay attached to the implant. Applied cement to the outer diameter of the poly and cemented it to the implant.

Manufacturer narrative:
This report will be amended when our investigation is complete.